Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant right ventricular (rv) lead exhibited high thresholds. It was also reported that the patient experienced perforation from the right atrial (ra) lead which also caused pericardial effusion. A drain was used and pericardiocentesis was carried out. The following day the ra lead was revised during which the effusion worsened and drainage was carried out again. When the lead revision was carried out the implantable pulse generator (ipg) setscrew would not reseat. The ipg was explanted and replaced. The rv lead and ra lead were revised and remains in use. No further patient complications have been reported as a result of this event.